Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display anomaly and missing battery cap contacts. Customer's blood glucose level was 127 mg/dl. Troubleshooting for blank display was performed. Customer replaced the battery on the insulin pump and received a blank display. Customer was advised a replacement battery cap will be sent out.